Manufacturer narrative:
Product complaint # = (B)(4). Investigation summary = no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address subsidence and loosening of the tibial component at the cement to implant interface. Unknown cement was used. Femur was well fixed. Original date of surgery approx 16 years ago. No surgical delay noted. Doi: (B)(6) 2004, dor: (B)(6) 2020, left knee.